Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and a manufacturing investigation action was conducted/performed. The investigation of the complaint articles has shown that: the returned devices were received clean, and besides the marks of use, the screws show no visual deviations. Device history records was conducted. The report indicates that: 214.838 lot. 9074567, manufacturing site: (B)(4), manufacturing date: 2.jul.2014 expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision of distal femur malunion performed on (B)(6) 2016 by dr (B)(6) at (B)(6) hospital. Patient had distal femur fracture treated with va-curved condylar plate and screws on (B)(6) 2015. Male patient, (B)(6), date of birth (B)(6) 1982. This complaint involves 17 parts. This report is 2 of 17 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in australia as follows: